Event description:
Bird's nest filter placed in 1997 found to be fractured (one of the thin wires). Patient referred for possible removal. Reassured this was not a problem and advised to leave filter in place as it is permanent. He has no symptoms. FDA safety report ID# (B)(4).